Event description:
It was reported that two days post implant, the patient had a syncopal spell and came back to the hospital for observa- tion. A chest x-ray showed less slack in the lead than at implant. Bipolar lead impedance was 339 ohms and unipolar lead impedance was <200 ohms. The device was subsequently replaced.